Event description:
The customer reported that an spo2 alarm was not generated when a patient's spo2 fell outside of the limits. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that an spo2 alarm was not generated when a patient's spo2 fell outside of the limits. No patient harm was reported. The limited information provided does not support that there was any malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.